Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer treated the low reading by eating. The customer stated that the pump told her to "change sensor". The customer stated that insertion is the left side of upper thigh. The customer will be sent a replacement sensor.